Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported receiving an alarm to indicate the force sensor system was compromised on the insulin pump. The alarm occurred during priming. Customer's blood glucose was 9 mmol/l. Customer reverted to a back-up plan. Information was provided to customer on how to obtain new insulin pump. The device will not be returned for analysis.